Manufacturer narrative:
(B)(6). The event is currently under investigation. A final report will be generated upon the completion of the investigation.

Event description:
It was reported by the user facility that a patient underwent a flex urs procedure using an ngage stone extractor. The physician indicated the extractor opened correctly the first attempt and then failed to open on consecutive attempts, therefore another extractor was used for the procedure. Incident happened before patient contact. No further information was provided.

Manufacturer narrative:
Investigation ¿ evaluation. A review of device history record, complaint history, specification, visual inspection, manufacturing instructions, quality controls, and trends and visual inspection / functional testing of the returned device was conducted during the investigation. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device was returned with the handle in the closed position and the basket formation is partially open, a functional test was performed and the udh handle does not actuate the basket formation. A visual examination noted the support sheath is bowed in appearance and a kink was noted in the basket sheath 5 cm from the basket formation. A review of non-conformances (nc) revealed one nc on this work order that may be related to this failure mode, ¿does not function¿. A review of monthly non-conformance trending data for the month of september 2016, when these devices were manufactured, showed that the affected department did not show a negative trend for this month. Based on the provided information, a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.